Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem - correction is required d4: catalog no - correction d4: serial no - correction d4: UDI - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h5: labeled for single use - correction h6: health effect - clinical code - correction h6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required.